Event description:
It was reported that the hand piece was getting excessively hot to touch during an unknown procedure and locked out after performing with test tip. Case completion unknown. No patient consequence.